Event description:
As reported by the affiliate, due to a tia, a (B)(6) male patient was diagnosed with a lesion is left internal carotid with 90% stenosis by dsa. During the procedure, physician chose the 8×40mm precise pro rx stent after positioning an angioguard. But when physician opened the package to flush, it was found that the stent "slided", was out of the sheath, and cannot restituted into the sheath. So the physician changed another one to complete procedure. The product was stored, handled, inspected and prepped according to the instructions for use.

Manufacturer narrative:
It was reported that when the physician opened the package to flush the device, it was noted that the stent had deployed. The physician used another device to complete procedure. The product was stored, handled, inspected and prepped according to the instructions for use. One non sterile unit of precise pro 8x40 mm was received coiled in a plastic bag. Hemovalve was closed, stent was not received. Outer sheath was bent at 0.8 cm and 1.5 cm from brite tip. No other discrepancies were found. The usable length of the stent delivery system was measured and it was found within the specification of 135cm -1.0/+1.2cm, per drawing (B)(4), rev. 3. Catheter was flushed and deployed per (B)(4), with no discrepancies found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "deployment difficulty-premature prior to use" reported by the customer was not confirmed as no discrepancies were found during functional analysis. The cause of the bent conditions found during the visual analysis could not be conclusively determined but it could be due to the coiled condition of the unit received for analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. The precise pro rx is shipped with the hemostasis valve in the open position. If care is not taken to properly remove the device from the packaging as described in the IFU there is a possibility that the stent can pre-maturely deploy. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.